Event description:
On (B)(6) 2011, the pt reported that there was a "black smear" across the display of his infusion device making it difficult to read basal rates and bolus amounts. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.